Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tips of both devices had nicks on the tips. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a warehouse found two hexalobe removal bits with deformed tips during inspection after they were received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information. This is report two of two for this event.

Event description:
It was reported that a warehouse found two hexalobe removal bits with deformed tips during inspection after they were received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2023-00013.